Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient experienced an elevated bg; however, no information about the patient¿s symptoms were provided. The patient¿s cgm displayed 236 mg/dl and emergency medical services (ems) was called. Upon arrival, ems performed a bg which was 410 mg/dl. The patient was transported to the hospital where she was diagnosed with dka, treated with IV fluids, insulin and admitted to the intensive care unit (ICU) for three days. The patient was released home and recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.